Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion. No data analysis was completed. As this patient has a stable underlying rhythm, this device will continue to be monitored. No adverse patient effects were reported.